Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed who indicated the device was experiencing a speaker malfunction and there is no sound coming from the device. The biomed was requesting parts identification for a replacement speaker. The customer was provided the parts identification for a replacement speaker assembly. The customer has taken responsibility for ordering and replacement of the speaker. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.